Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown scorpio patella size 7. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Left knee revision of a scorpio patella size 7 due to loosening. Pegs were broken off and still in drill holes and patella was also broken into 2 pieces. Surgeon also took out an nrg insert 7x12mm during the revision.